Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a query of the complaint handling database for the reported lot revealed no other similar complaints reported from this lot. The investigation was unable to determine a cause for the reported damage to the delivery catheter. It may be possible that the damage occurred during preparation, removal from the loading tray, or during removal of the barewire prior to use; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation and before use in the patient, when the package was opened, the shaft was found separated in two pieces. The device was not used and there was no patient involvement or a clinically significant delay in the procedure. No additional information was provided.